Event description:
IV inserted, vein blown, upon withdrawal team member felt a "pop". Noted catheter was shorter, 4 mm of IV catheter remained in patient. I&d planned to remove retained foreign body; will return product fragment to manufacturer.